Event description:
Reported as "at some point between preparing the band and placing around the back of the stomach, one side of the locking mechanism of the band split completely rendering the lock ineffective."